Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. On an unreported date, the patient was hospitalized and was treated with two unspecified antiviral drugs(intraperitoneal) for peritonitis. After being discharged from the hospital, the patient continued to use the two unspecific antiviral drugs at home for ten days (discontinued). At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The peritonitis occurred on an unspecified date in july 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.